Manufacturer narrative:
Continuation of d10: 5076-58. Lead implanted (B)(6) 2018. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the hybrid the device was returned with no allegations, but failed longevity calculations. Review of save to disk data showed that the device had an unexplained battery voltage drop, battery impedance increase and battery current drop beginning on 07 june 2023 while the device was still implanted. Both loaded and unloaded pacing current drain levels were normal for this device. There was no evidence of a high current drain condition on the hybrid. Analysis of the battery revealed the data gathered during the visual and dimensional inspection of delta 26h3 the battery indicated that the battery was swollen, having a thickness 0.0019 inches above the upper specification limit. The swelling was most likely caused by a high external drain (up to and including a direct short) or other mishandling condition, since there was no evidence of an internal problem causing the swelling. Other characterizations and electrical testing of battery e4183377-020 were consistent with a delta 26h3 battery at this level of discharge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.